Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Cont e1 phone number- (B)(6).

Event description:
Healthcare professional reported "rupture". This record is for the left side. Device was explanted and replaced.

Event description:
Healthcare professional reported "rupture". This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, d9, h3, h6

Manufacturer narrative:
. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed an opening assessed as fold flaw opening as per the investigation procedure, creases, non-penetrating nick, were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "rupture" confirmed via ultrasound. This record is for the left side. Device was explanted and replaced.